Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and this lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.